Manufacturer narrative:
Field service replaced the alarm pcb #1 to correct problem. Lab testing: oxidation found on edge connector on the pcb. Testing of the pcb in a test unit found no ventilator inoperative or alarm failures. Failure may have been caused by oxidation on the pcb edge connector.

Event description:
Ventilator inoperative.